Event description:
It was reported that this patient has a history of far-field atrial over-sensing which was previously resolved via adjusting the device sensitivity. However, recently, the patient has received multiple bursts of inappropriate anti-tachycardia pacing (atp) due to atrial under-sensing which was exacerbated by the patient's low rhythm amplitude measurements. Boston scientific technical services was contacted and provided programming recommendations to prevent further inappropriate atp delivery. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this patient has a history of far-field atrial over-sensing which was previously resolved via adjusting the device sensitivity. However, recently, the patient has received multiple bursts of inappropriate anti-tachycardia pacing (atp) due to atrial under-sensing which was exacerbated by the patient's low rhythm amplitude measurements. Boston scientific technical services was contacted and provided programming recommendations to prevent further inappropriate atp delivery. It was stated that an additional in-clinic follow-up appointment was anticipated to evaluate the device, but this has not yet occurred. At this time, the device remains implanted and in-service. No adverse patient effects were reported.